Event description:
Caller reported an alarm incident followed by another alarm and an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. Additional assistance was deemed unnecessary, and cts decided to close the case.